Event description:
New information received notes that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. Also, the noise oversensing led to an inappropriate automatic mode switch. Programming changes were made. There were no patient consequences and the patient will continue to be monitored.

Event description:
The patient's right atrial lead was reported to have an issue with noise episodes. No intervention was performed. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.